Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices were attempted in the left common femoral artery via 6fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles with both proglide devices. While the second proglide plunger was under retraction a few seconds later the posterior foot broke. The location of the broken foot is unknown. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to larger than 8.5fr and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures from the additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspections were performed on the returned device. The reported foot break was confirmed. The reported needle to cuff miss could not be confirmed as some device components were not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.